Manufacturer narrative:
Corrected information was provided in b5 and d1. Upon review, the event description and brand name have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: data review: imc logs are not relevant, log viewer wasn't available to view console ic9403. See attachments for image ic9403_unavailable imclog. Device analysis: console ic9403 was not returned to field service for the investigation. Repair: console ic9403 was not returned to field service for the investigation. There were no issues related to the complaint discovered when reviewing the product history of console ic9403.

Event description:
A 66 year old male was electively supported with an impella 5.5 device. His pre support clinical condition was consistent with scai shock stage e following transfer after three days of severe hemodynamic instability due to myocarditis with infarction. During intubation, the patient experienced a cardiac arrest requiring resuscitation. The surgical procedure and impella implantation on (B)(6) 2025 at 12:15 pm were completed without complication; however, the patient remained highly unstable and fully mechanically supported with a poor short term prognosis. During device preparation, the aic failed to detect the purge disk, and a second purge cassette was also not recognized. Upon consultation, a console exchange was recommended, after which the purge disk and cassette were successfully detected. Despite replacement, the defective console continued to exhibit the same purge detection issue when powered on during ongoing patient support. The console was reported to medical engineering, and replacement and service/repair were initiated. No patient harm occurred, and the device was later explanted on (B)(6) 2025 with the patient surviving. The failure mode was classified as purge disc not detected, attributed to the aic subsystem, and the device was removed due to the failure. The purge related detection issue was isolated to the console and resolved through equipment replacement, with no impact on patient safety or impella pump function during support. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Event description:
It was reported that an automated impella controller (aic) failed to detect the purge disc while preparing it with the purge solution. A second purge cassette was tried but it was also not recognized. The aic was exchanged for a new controller to continue patient support. No patient harm was reported.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Corrections: b1-updated to add adverse event. B2-selected required intervention. H6 clinical code added e2343. H6 component code changed from g04035 to g07001. H6 type of investigation removed b13. The investigation for the purge disc not detected alarm has been completed. The root cause of the reported issue could not be determined.